Event description:
Pa attempting to set up constellation vision system for eye surgery. Inserted cassette 3 times. Message read, "replace cassette." Rebooted machine with the same result. The cassette was replaced. Patient was not yet in the room as this was happening. No harm to the patient.what was the original intended procedure?vitrectomy.device #1is this a laboratory device or laboratory test?no.